Event description:
It was reported that telemetry could not be established with the device. The device was interrogated one year ago and battery voltage was unknown at that time. It was further reported that there was no magnet response and no pacing. The patient had been non-compliant regarding follow-up over the past year. It was also believed that the left ventricular outputs were in excess of 5 v. The technical consultant recommended immediate replacement. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.